Event description:
Procedure: wedge/segmental resection. Customer states: no problem in the initial firing. At the second firing after replacement of sulu a difficulty in squeezing the handle. At the second and third grip the cracking sounds were heard from device and it could not complete the firing. By suturing the failure part was recovered and the case was completed. No patient harm. The surgeon observed the cut edge of the second firing was different from usual and the formation of staples was not so successful. The patient current status: good. No leakage in the patient was confirmed. Operating time extended: unknown. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Under 200 cc bleeding. Confirmed that the clinical sample is being returned for investigations. For the moment we cannot make it clear when to be returned. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: no additional tissue loss. No additional resection for release of device was reported. Tissue damage is reported. Please describe how the damage occurred. It was manually sutured and recovered.